Event description:
It was reported that during surgery for pump replacement with a similar device, the pump was not primed on the back table and the catheter was not aspirated and contains lioresal 2000mcg/ml. During surgery, the pump was connected to the catheter and the catheter length will be estimated in order to prime the pump and the catheter. The pt receives lioresal 297.5 mcg/day and after the drug in the catheter is infused, the pt will be without drug for an estimated minimum of 32 hours. A follow-up report will be sent if add'l info becomes available to us.